Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was bilaterally implanted on (B)(6) 2005 and his hearing performance was excellent. He is no longer able to hear with his device for a few days. The external parts were checked and found functional. No accident was reported. Testing shows that the device has malfunctioned.